Manufacturer narrative:
Additional information : b5.

Event description:
New information notes programming changes were made to address the observations, also preventing far r wave sensing permanently. The patient felt noticeably better post programming changes with exercise. The plan was for ongoing monitoring moving forwards.

Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that noise reversions, noise and several auto mode switching episodes were observed on the atrial lead. The noise appeared to be external high frequency low amplitude (hfla). Other parameters were stable. There were no patient consequences.